Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. The hmii IFU lists bleeding is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 8 months. Investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for nose bleed. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019. A non-bleeding arteriovenous malformation (avm) and was clipped. The patient was discharged on (B)(6) 2019 and is stable.